Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's daughter stated the patient¿s cgm displayed 350 mg/dl and she treated herself with 25 units fast-acting insulin; a bg was not performed prior to injecting the insulin. Her daughter stated that she had received an alert on her follow-app when the patient¿s cgm went over 250 mg/dl; however, the patient was uncertain if she received an alert. Thirty minutes after the insulin injection, the patient was at church and the pastor noted she was weak, diaphoretic and her speech was slurred. Emergency medical services (ems) was called; her bg per ems was 48 mg/dl but her cgm was 232 mg/dl. She was treated with fluids via intravenous (IV) therapy at 500 ml/hr and unspecified medication to increase the blood glucose; either glucagon injection or IV dextrose. The patient was transported and admitted to the hospital and was in the hospital at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.